Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopain tube)') and pelvic pain ('physical pain/pain') in a 33-year-old female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, smoker, adhesion, cervicitis, diarrhea, hematuria, back pain, dizziness, dysthymia, pain in hip, insomnia, anesthesia, orthostatic hypotension, post coital bleeding, otitis, hyperthermia, nausea, vomiting and weight gain. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: methamphetamine. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aripiprazole, aripiprazole (abilify), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol), gabapentin (neurontin), gabapentin since (B)(6) 2014, hydrocodone from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2015, lorazepam from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera), melatonin from (B)(6) 2014 to (B)(6) 2015, misoprostol from (B)(6) 2014 to (B)(6) 2015, naproxen (motrin), oral contraceptive nos, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015, paracetamol (tylenol), trazodone hydrochloride (desyrel), trazodone from (B)(6) 2014 to (B)(6) 2015 and vilazodone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("anxiety/mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), post procedural complication ("post removal complications") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the female sexual dysfunction, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure implant date (B)(6) 2010 left side: 3 coils, right side: 7 coils. She did not claim that essure worsened a previously existing injury/condition. Patient did not underwent essure confirmation test (discrepancy noted in pfs). She had an essure procedure in january, she has had significant pelvic pain that she feels is from a perforation of her essure in the right fallopian tube. Patient received treatment for fallopian tube perforation, pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ fallopian tube perforation" was added. Lab data added. Event ¿post procedural complication and dysmenorrhoea¿ added. Follow up 5 and 6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 33-year-old female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, smoker, adhesion, cervicitis, diarrhea, hematuria, back pain, dizziness, dysthymia, pain in hip, insomnia, anesthesia, orthostatic hypotension, post coital bleeding, otitis, hyperthermia, nausea, vomiting and weight gain. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: methamphetamine. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aripiprazole, aripiprazole (abilify), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol), gabapentin (neurontin), gabapentin since (B)(6) 2014, hydrocodone from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2015, lorazepam from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera), melatonin from (B)(6) 2014 to (B)(6) 2015, misoprostol from (B)(6) 2014 to (B)(6) 2015, naproxen (motrin), oral contraceptive nos, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015, paracetamol (tylenol), trazodone hydrochloride (desyrel), trazodone from (B)(6) 2014 to (B)(6) 2015 and vilazodone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure implant date (B)(6) 2010. Left side: 3 coils, right side: 7 coils. She did not claim that essure worsened a previously existing injury/condition. Patient did not underwent essure confirmation test (discrepancy noted in pfs). She had an essure procedure in (B)(6), she has had significant pelvic pain that she feels is from a perforation of her essure in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopain tube)') and pelvic pain ('physical pain/pain') in a 33-year-old female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, smoker, adhesion, cervicitis, diarrhea, hematuria, back pain, dizziness, dysthymia, pain in hip, insomnia, anesthesia, orthostatic hypotension, post coital bleeding, otitis, hyperthermia, nausea, vomiting and weight gain. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: methamphetamine. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aripiprazole, aripiprazole (abilify), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol), gabapentin (neurontin), gabapentin since (B)(6) 2014, hydrocodone from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2015, lorazepam from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera), melatonin from (B)(6) 2014 to (B)(6) 2015, misoprostol from (B)(6) 2014 to (B)(6) 2015, naproxen (motrin), oral contraceptive nos, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015, paracetamol (tylenol), trazodone hydrochloride (desyrel), trazodone from (B)(6) 2014 to (B)(6) 2015 and vilazodone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("anxiety/mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), post procedural complication ("post removal complications") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the female sexual dysfunction, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure implant date (B)(6) 2010. Left side: 3 coils, right side: 7 coils. She did not claim that essure worsened a previously existing injury/condition. Patient did not underwent essure confirmation test (discrepancy noted in pfs). She had an essure procedure in january, she has had significant pelvic pain that she feels is from a perforation of her essure in the right fallopian tube. Patient received treatment for fallopian tube perforation, pain and bleeding removal date: 15jun2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded; on (B)(6) 2015: the patient's right essure device did appear to be coiled, but no evidence of any dye spill and they were otherwise normal position.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, menorrhagia, pelvic pain. T number: c18709. Manufacturing date: 2014-01. Expiration date: 2017-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received: reporter information, rcc notes and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopain tube)') and pelvic pain ('physical pain/pain') in a 33-year-old female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, smoker, adhesion, cervicitis, diarrhea, hematuria, back pain, dizziness, dysthymia, pain in hip, insomnia, anesthesia, orthostatic hypotension, post coital bleeding, otitis, hyperthermia, nausea, vomiting and weight gain. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: methamphetamine. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aripiprazole, aripiprazole (abilify), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol), gabapentin (neurontin), gabapentin since (B)(6) 2014, hydrocodone from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2015, lorazepam from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera), melatonin from (B)(6) 2014 to (B)(6) 2015, misoprostol from (B)(6) 2014 to (B)(6) 2015, naproxen (motrin), oral contraceptive nos, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015, paracetamol (tylenol), trazodone hydrochloride (desyrel), trazodone from (B)(6) 2014 to (B)(6) 2015 and vilazodone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("anxiety/mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), post procedural complication ("post removal complications") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the female sexual dysfunction, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure implant date (B)(6) 2010 left side: 3 coils, right side: 7 coils. She did not claim that essure worsened a previously existing injury/condition. Patient did not underwent essure confirmation test (discrepancy noted in pfs). She had an essure procedure in january, she has had significant pelvic pain that she feels is from a perforation of her essure in the right fallopian tube. Patient received treatment for fallopian tube perforation, pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, menorrhagia, pelvic pain. T number: c18709 manufacturing date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopain tube)') and pelvic pain ('physical pain/pain') in a 33-year-old female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, smoker, adhesion, cervicitis, diarrhea, hematuria, back pain, dizziness, dysthymia, pain in hip, insomnia, anesthesia, orthostatic hypotension, post coital bleeding, otitis, hyperthermia, nausea, vomiting and weight gain. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: methamphetamine. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aripiprazole, aripiprazole (abilify), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol), gabapentin (neurontin), gabapentin since (B)(6) 2014, hydrocodone from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2015, lorazepam from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera), melatonin from (B)(6) 2014 to (B)(6) 2015, misoprostol from (B)(6) 2014 to (B)(6) 2015, naproxen (motrin), oral contraceptive nos, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015, paracetamol (tylenol), trazodone hydrochloride (desyrel), trazodone from (B)(6) 2014 to (B)(6) 2015 and vilazodone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("anxiety/mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain"), post procedural complication ("post removal complications") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the female sexual dysfunction, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure implant date (B)(6) 2010 left side: 3 coils, right side: 7 coils. She did not claim that essure worsened a previously existing injury/condition. Patient did not underwent essure confirmation test (discrepancy noted in pfs). She had an essure procedure in january, she has had significant pelvic pain that she feels is from a perforation of her essure in the right fallopian tube. Patient received treatment for fallopian tube perforation, pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ fallopian tube perforation" was added. Lab data added. Event ¿post procedural complication and dysmenorrhoea¿ added. Follow up 5 and 6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 33-year-old female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, smoker, adhesion, cervicitis, diarrhea, hematuria, back pain, dizziness, dysthymia, pain in hip, insomnia, anesthesia, orthostatic hypotension, post coital bleeding, otitis, hyperthermia, nausea, vomiting and weight gain. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: methamphetamine. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aripiprazole, aripiprazole (abilify), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol), gabapentin (neurontin), gabapentin since (B)(6) 2014, hydrocodone from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6) 2015, lorazepam from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera), melatonin from (B)(6) 2014 to (B)(6) 2015, misoprostol from(B)(6) 2014 to (B)(6) 2015, naproxen (motrin), oral contraceptive nos, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015, paracetamol (tylenol), trazodone hydrochloride (desyrel), trazodone from (B)(6) 2014 to (B)(6) 2015 and vilazodone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("anxiety/mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the female sexual dysfunction, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure implant date ??-oct-2010 left side: 3 coils, right side: 7 coils. She did not claim that essure worsened a previously existing injury/condition. Patient did not underwent essure confirmation test (discrepancy noted in pfs). She had an essure procedure in january, she has had significant pelvic pain that she feels is from a perforation of her essure in the right fallopian tube. Patient received treatment for -pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event was added- abdominal pain. Event outcome was added- pain and bleeding was resolved. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, smoker, adhesion, cervicitis, diarrhea, hematuria, back pain, dizziness, dysthymia, pain in hip, insomnia, anesthesia, orthostatic hypotension, post coital bleeding, otitis, hyperthermia, nausea, vomiting and weight gain. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: methamphetamine. Past adverse reactions to the above products included dyspareunia with mirena. Concomitant products included aripiprazole, aripiprazole (abilify), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol; levonorgestrel (levonorgestrel and ethinyl estradiol), gabapentin (neurontin), gabapentin since (B)(6) 2014, hydrocodone from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2014 to (B)(6)2015, lorazepam from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera), melatonin from (B)(6) 2014 to (B)(6) 2015, misoprostol from (B)(6) 2014 to (B)(6) 2015, naproxen (motrin), oral contraceptive nos, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015, paracetamol (tylenol), trazodone hydrochloride (desyrel), trazodone from (B)(6) 2014 to (B)(6) 2015 and vilazodone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure implant date (B)(6) 2010. Left side: 3 coils, right side: 7 coils. She did not claim that essure worsened a previously existing injury/condition. Patient did not underwent essure confirmation test (discrepancy noted in pfs). She had an essure procedure in january, she has had significant pelvic pain that she feels is from a perforation of her essure in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anxiety, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs and mr received: new events-¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, anxiety, dyspareunia (painful sexual intercourse)¿, lot number, reporter information, concomitant drugs , patient history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.